Event description:
It was reported that during a cranial procedure after registration, the surgeon noticed that the patient images, which had been imported from the patient cd, had been flipped. The procedure was completed successfully without a clinically significant delay. When the images were imported a second time, the images imported normally without any orientation changes. No adverse consequences or medical intervention were reported.

Event description:
It was reported that during a cranial procedure after registration, the surgeon noticed that the patient images, which had been imported from the patient cd, had been flipped. The procedure was completed successfully without a clinically significant delay. When the images were imported a second time, the images imported normally without any orientation changes. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
The data log files were not available, it was not possible to determine the cause of the reported event without an evaluation of the data log files. The data log files were not available for evaluation.